Event description:
The patient is mentally retarded and developmentally disabled, and has cerebral palsy. He was admitted with a ventriculo-peritoneal shunt infection. The reporter stated that the drain was observed to be leaking, apparently from a connection. The device was replaced and discarded. The second device was observed to be a leaking at an area not associated with a connection. It was replaced and a third device in 24 hours was used. The patient was on antibiotics.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.